Manufacturer narrative:
The pump was returned to animas. During evaluation the pump booted to an audible alarm and an eprom failure occurred. The eprom failure still persisted after the investigator attempted to upload software files. The pump could not be downloaded due to a software corruption.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pump did not start.